Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
USA. Allegedly, a patient with a history of recurrent grade 3 capsular contracture underwent her first augmentation with motiva implants on (B)(6) 2025 and was later found to have grade 3 capsular contracture on (B)(6) 2025, for which a warranty claim was filed. Subsequently, she underwent a bilateral implant exchange with capsulectomy on (B)(6) 2025. At her most recent postoperative appointment on (B)(6) 2026, the patient was again found to present with grade 3 capsular contracture on her left breast (B)(6).